Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii did not load properly. Although the event occurred in (B)(6) 2011, the customer did not notify maquet until (B)(6) 2012.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no conformance recorded in the lot history. (B)(4).